Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) displayed as "high" mmol/l. The customer delivered a correction bolus to address the elevated bg. A cartridge change was performed resolving the occlusion.